Event description:
A surgeon reported that the insert shaft of a light guide was lost during vitreo retinal surgery. It was verified that the insert shaft did not fall into the patient's eye, however, it could not be found. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation. No additional event details are available for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).